Manufacturer narrative:
Pressure sensor board was replaced. After the replacement and full calibration, device works as intended.

Event description:
Hamilton medical ag received the following description: device alarms with "external flow sensor failed".